Manufacturer narrative:
Concomitant medical products: product ID 3888-45, lot# v607381, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead; product ID 3888-45, lot# v593229, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead; product ID 3888-33, lot# v542025, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead; product ID 3888-33, lot# v215948, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 37752, serial# (B)(4), product type: recharger; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: extension; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: extension; product ID neu_unknown, serial# unknown, product type: unknown. (B)(4).

Event description:
It was reported that about a year prior, the patients lead ¿fell down¿ and within a few months to there was surgery to have the lead redone. This was on (B)(6) 2014. The anchor was used for the peripheral nerve stimulator; lead broke. No parts of the lead were explanted. It was not the lead but was the anchor. The patient stopped receiving stimulation, they obtained x-rays that demonstrated that the lead had migrated but the anchor was still in place. The anchor had therefore failed. There was a date noted for (B)(6) 2015. That was the first anchor that the healthcare provider (hcp) had seen fail. There was a migrated lead that pulled out of the anchor and an empty anchor that failed.

Manufacturer narrative:
(B)(4)